Manufacturer narrative:
Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon attempted to use two different 5mm balloons, but neither would track. The surgeon then decided to use a larger balloon and that instrument tracked without issue. There was no patient impact reported and a delay to surgery of less than one hour. Additional information received two days later reported that the navigation system did not have ear, nose & throat (ent) tools 7 loaded. It was noted the resolution was confirmed on the call.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the tools card for the procedure was not present on the navigation system, thus not allowing the site to perform the desired task. Analysis found that the software functioned as designed.